Event description:
A medtronic rep reported that two spine clamp drivers were broken. There was no pt present. The site did not want to purchase a new one at this time. The alleged malfunction may not be noticed during setup, and had the potential to cause pt harm if the instrument was used during surgery due to inability to secure the frame.

Manufacturer narrative:
No pt involved in this concern. The initial report was rec'd on 04/18/2011 and found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information rec'd on 05/16/2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Device manufacture date was unk at the time of this retrospective report. The returned device showed signs of wear with a rounded tip. The device malfunction was related to user handling and directly related to the reported event. The site did not want to purchase a new one.